Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) had 3 bags connected and solution in the final bag only. The hp stated that there was a leak in the set by the door and the hp would save the setup. The hp had already cleared the alarm and disconnected. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There were no open clamps on any unused supply lines. The home choice set was not being reused. The patient did not have any pets that caused damage to the supplies. There was no damage noted to the overpouch or carton in which the cassette was delivered. A sharp object was not used to assist in the opening of the carton or the overpouch. The supplies were not damaged by an outlet port clamp or an assit device used to make the connections. The hp would complete therapy with manual supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.